Event description:
It was reported that the tube acd gh 13x100 6.0 plblce yel was sterilized at the nominal "~22 kgy" and the maximum dose of "~38 kgy" for stopper pull-out testing, where it failed at the "maximum irradiation dose testing" for mean and individual values for stopper pull-out forces. It was reported that the maximum dose was "1.98lb", which did not meet the required "2.2lbs". The following information was provided by the initial reporter: the bd acd tubes cat#367756, lot# 8008562, were sterilized at nominal (~22 kgy) and maximum dose (~38 kgy) for x-values and 2nd stopper pullout testing as required per CAPA. This out of specification observation occurred during the maximum irradiation dose testing. The stopper pullout testing at maximum irradiation dose for acd tube cat#367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces. The mean 2nd stopper force for the maximum dose is 1.98lb which does not meet the required 2.2lbs. In addition, there were 3 samples from maximum dose that did not meet the individual values of equal to or greater than 0.7lbs. The root cause was determined to be the stopper defect where stoppers were not molded correctly.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube acd gh 13x100 6.0 plblce yel was sterilized at the nominal "~22 kgy" and the maximum dose of "~38 kgy" for stopper pull-out testing, where it failed at the "maximum irradiation dose testing" for mean and individual values for stopper pull-out forces. It was reported that the maximum dose was "1.98lb", which did not meet the required "2.2lbs". The following information was provided by the initial reporter: the bd acd tubes cat#367756, lot# 8008562, were sterilized at nominal (~22 kgy) and maximum dose (~38 kgy) for x-values and 2nd stopper pullout testing as required per CAPA. This out of specification observation occurred during the maximum irradiation dose testing. The stopper pullout testing at maximum irradiation dose for acd tube cat#367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces. The mean 2nd stopper force for the maximum dose is 1.98lb which does not meet the required 2.2lbs. In addition, there were 3 samples from maximum dose that did not meet the individual values of equal to or greater than 0.7lbs. The root cause was determined to be the stopper defect where stoppers were not molded correctly.